Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose level was above 600 mg/dl. Customer blood glucose level was 355 mg/dl and the current blood glucose level was 316 mg/dl. The insulin pump will not be returned for analysis. Frn-unk-rsvr ozo-mmt-7020-snsr, unomed set.

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
Incident date has been changed to (B)(6) 2017.